Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high pacing thresholds. The rv lead was found to be dislodged, so a revision procedure was scheduled. During the revision procedure, the helix of this lead would not retract. High impedances were then observed. Due to the torque from the attempted helix retraction, the lead was suspected to be fractured. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.